Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are(B)(4) and CAPA (B)(4) .

Manufacturer narrative:
Ages/date(s) of birth: 70 (54¿82). Gender(s)sex(es): (male/female): 15/10. If implanted; give date(s): unknown, not provided. If explanted; give date(s): not applicable, the lenses remain implanted. (B)(4). Device evaluation: the complaint samples were not returned to the manufacturing site (the lenses remain implanted); therefore, product testing could not be performed. The reported issues could not be verified. Manufacturing record evaluation: manufacturing record review cannot be performed since the serial numbers are unknown. A search of complaints history related to serial numbers cannot be performed since the serial numbers are unknown. Conclusion: no samples were returned and serial numbers are unknown; therefore, investigations could not be performed, and no product quality deficiency issues were identified. Citation: chen, t., yu, f., lin, h., zhao, y., chang, p., lin, l., chen, q., zheng, q., zhao, y., lu, f., li, j. (2016). Objective and subjective visual quality after implantation of all optic zone diffractive multifocal intraocular lenses: a prospective, case-control observational study. Br j ophthalmol, 100 (11), pp.1530¿1535. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: objective and subjective visual quality after implantation of all optic zone diffractive multifocal intraocular lenses: a prospective, case-control observational study. The publication reports 2 patients implanted with zmb00 reported severe halos and glare, 14 reported halos and glare. 11 eyes implanted with zcb00 reported halos and glare. This emdr report pertains to the intraocular lens, model zcb00. A separate report is being submitted for intraocular lens, model zmb00.